Event description:
Patient ran a disconnected prime and piston rod telescoped and pushed all the insulin out of the cartridge. Patient retracted the piston rod and inserted a new cartridge and the device worked fine until today when the device generated an e7 error (electronic error). Patient stated there was moisture in the pump chamber, but he did not know where it came from. No information was provided to indicate that blood glucose levels were affected.